Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was broken into multiple pieces, rendering the device inoperative. After evaluation, no root cause could be found for the complaint. All parts of the design were within visionaire standards. No corrective action required. The clinical/medical investigation concluded that this case reports the wing of the visionaire tibia block broke off immediately once the sawblade started. Per complaint details, the procedure was completed using a change in surgical technique, with no patient injury and a delay of less than 30 minutes. A photo of the broken block confirms the pieces were removed. No further clinical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka procedure while using the ns vis adpt guide jii kit, the wing of the tibia block broke off immediately once sawblade was started (while inside the patient). A delay of less than 30 min was reported. There was a change in technique due to this malfunction.